Event description:
The system was explanted and returned to the manufacturer due to a "malfunction." No further information was provided. Additional information received indicated a dye study revealed the catheter had migrated out of the spine/csf. Both the pump and catheter were explanted. The drug used in the pump was morphine 30 mg/dl at a dose of 11 mg/day. The patient has lumbar spinal stenosis and experienced increased pain. The patient developed a fluid filled cyst at the catheter infusion site. The pt has had catheter issues in the past so the entire system was removed and the pt was placed on a transdermal fentanyl patch. The patient recovered without sequela.

Manufacturer narrative:
Device analysis results were not available on the date of this report. A follow up report will be submitted when device analysis is complete.